Event description:
It was reported that the device had a force sensor error. No patient injury was reported.

Manufacturer narrative:
No product information has been provided to date. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The technician powered up the device, checked and test force sensor. The force sensor test error was found at power up process. The device failed force sensor reading at 0.00 pounds (lbs), the count was 0.00 (the count of the force usually at 30s). The root cause of the reported issue was found to be force sensor is out of calibration. The technician performed force sensor calibration and all functional tests, which the device passed. This MDR was generated under protocol (B)(4).